Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿unable to obtain white balance¿ was not confirmed. The following findings were also noted during device evaluation: due to corrosion on electrical connector, a noise image occurs, due to wear of angle wire, the play of up/down knob is out of the specification, adhesive on the bending section has a chip and crack, electrical connector has corrosion due to water leakage, due to a dent on channel-tube, forceps cannot be inserted smoothly, connecting tube has a wrinkle, scope-connector has corrosion, several scratches throughout the device, control unit has discoloration, and image guide protector has a cut. Based on the results of the investigation, it is likely that the following led to the malfunction: although the foreign material could not be identified, it possibly remained in the nozzle since the reprocessing was deviated from the instruction manual from the obtained information, therefore a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿the instruction manual evis lucera gif/cf/pcf type 260 series describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes in chapter 3 cleaning, disinfection, and sterilization procedures.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope had lines appear in the video. Upon inspection and evaluation, there was foreign matter in the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.